Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer investigation results. No medical device code needed for the additional reportable malfunctions since "1408 - poor quality image" and "2896 - communication or transmission problem" were in the initial report. The device was evaluated where additional reportable malfunctions were noted where there are tip image becomes cloudy, tip image disappeared, and b30 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the reported issue of image failure with green screen after 1 hour of use (no output, blackout condition) and e216 were observed. The it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): "the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-5/10"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field for this device.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital - added due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope screen turned green after 1 hour of use and displayed the scope communication error code (e216). There were no reports of patient harm.